Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed. Based on the analysis, the alleged low blood glucose issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an unspecified malfunction occurred. Customer's blood glucose (bg) was 41 mg/dl; bg cause unknown. Customer consumed carbohydrates to address low bg. Reportedly, customer reverted to manual injections for insulin therapy.